Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Pt. Reports signal loss.

Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error.